Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('only coils and part of tubes removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced abdominal distension ("belly is bigger") and was found to have weight increased ("weight increase"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal outcome was unknown and the abdominal distension and weight increased had not resolved. The reporter considered abdominal distension, medical device removal and weight increased to be related to essure. The reporter commented: discrepancy noted: initially date of removal was reported as (B)(6) 2014. While in the fu 1 it was reported as(B)(6) 2014. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new events belly is bigger and weight increase were added with outcome not recovered. Reporter added. Removal date was reported as (B)(6) (previously it was reported as (B)(6) 2014). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('only coils and part of tubes removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced abdominal distension ("belly is bigger") and was found to have weight increased ("weight increase"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal outcome was unknown and the abdominal distension and weight increased had not resolved. The reporter considered abdominal distension, medical device removal and weight increased to be related to essure. The reporter commented: discrepancy noted: initially date of removal was reported as (B)(6) 2014. While in the fu 1 it was reported as (B)(6) 2014. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2020: this case should be mark for deletion as it is duplicated of case (B)(4). Legacy device report num 2951250-2020-04940 medwatch 3500a MFR number. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('only coils and part of tubes removed') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6)2014. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.